Manufacturer narrative:
The ge rep performed an on site investigation. The real time operating system cpu was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would lock up and display error messages on the monitor. No pt injury was reported.